Event description:
It was reported that: the patient transferred to intensive care and was connected to the ventilator. The patient was noted to become bradycardic, went in to respiratory distress, and then cardiac arrest. The patient was successfully resuscitated and stabilized. The patient was transferred to another ventilator.